Event description:
It was reported that the ilet battery charger was not working and the charger cord had exposed cables, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the charger, consistent with a charging problem and the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.